Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker exhibited no radiofrequency (rf) telemetry observed by non-functioned high-speed telemetry. The pacemaker software was updated and functioned normally after the software update. The patient was stable throughout.